Event description:
It was reported that the usb cable and wall adapter was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the wall adapter at a certain angle. A replacement wall adapter and charging cable were sent to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.